Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-11, information was received from a company representative regarding a pump in trunk stock, which was interrogated and showed a motor stall on (B)(6) 2016 at 10:44; as subsequent recovery was also shown on (B)(6) 2016 at 13:08. No patient was associated with the event; therefore, no patient symptoms were reported. Additional information regarding the cause of the motor stall was requested, but was unknown to the company representative. The pump was to be returned for analysis, but had not yet been received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the device found no anomalies.

Manufacturer narrative:
Upon review of the initial information, (B)(4) was added, as it is also applicable.

Event description:
Additional information received from the company representative, in the form of returned product paperwork, confirmed that the motor stall occurred while the device was still in box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.